Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.